Manufacturer narrative:
No medwatch form was received.

Event description:
T-wave oversensing, noise, and low impedance were reported. The physician suspected insulation damage but elected not to replace the lead at this time since the patient was in poor condition due to non-cardiac reasons.